Event description:
Per the clinic, the patient experienced a loss of osseointegration and subsequent fixture loss. It is unknown if there are plans to reimplant the patient with another device, however, additional information has been requested.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).